Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 1.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.